Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was treated for a low blood glucose (bg) of 20 mg/dl with confusion and unconsciousness associated with an alleged loss of prime and loose cartridge cap issue. Reportedly, the pump was resumed after replacement and the patient was revived by paramedics. The patient was treated by emergency medical services (ems) and received intravenous (IV) fluids and glucagon injection as treatment. During troubleshooting with customer technical support (cts), it was revealed that the patient gave more insulin than the pump indicated throughout the day and 8-10 units of insulin were infused to the patient. This complaint is being reported because the alleged hypoglycemia was related to use error of the product.